Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 161483: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years and 8 months after primary revision surgery necessary for tibial tray aseptic loosening. No revision surgery has been scheduled at this time. More details to follow once the case has been scheduled and completed.

Event description:
About 2 years and 8 months after primary revision surgery necessary for tibial tray aseptic loosening. No revision surgery has been scheduled at this time. The agent has asked the surgeon many times about the revision surgery. The surgeon does not have plans to revise the patient and does not have the patient scheduled.

Manufacturer narrative:
On 22-october-2019, we became aware that revision surgery has not been scheduled.